Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the up/down knob was out of the standard value; adhesive on the bending section cover (a-rubber) had a white-clouded area; the distal end had foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a water supply, water drain failure. The device was returned for evaluation. During the device evaluation, the was nozzle had foreign objects inside it. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer did not flush the air/water nozzle with water and air. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle channel was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material came out of the nozzle, and foreign material adhered to the distal end body, due to insufficient cleaning, chemical residues dried and stuck. The foreign material is thought to be a chemical with the main ingredient of organic silicone (antifoaming agent, lens anti-fogging agent, etc.), but the origin could not be determined. The event can be prevented by following the instructions for use (IFU) which state: "the inspection method for this event is described in the operation manual "chapter 3 preparation and inspection 3.3 inspection of endoscope and 3.8 inspection of the endoscopic system" as follows. Inspection of the endoscope 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. 9. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. Inspection of the objective lens cleaning function inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. 3 release the air/water valve. While observing the endoscopic image, confirm that the emission of water stops and that the valve returns smoothly to its original position. Inspection of removing the remaining water from the objective lens 1 after checking the water feeding function and while observing the endoscopic image, feed air by covering the hole in the air/water valve with your finger. Confirm that the emitted air removes the remaining water from the objective lens and clears the endoscopic image. 2 release the air/water valve. The inspection method for this event is described in the operation manual "chapter 3 preparation and inspection 3.3 inspection of the endoscope" as follows. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Inspection of the bending mechanisms inspection of the up/down angulation mechanism 1 turn the up/down and right/left angulation control knobs to their respective neutral positions to straighten the bending section. 2 move both the up/down and right/left angulation locks all the way in the ¿f ¿ direction to confirm that their respective locks are released. 3 turn the up/down and right/left angulation control knobs slowly in each direction until they stop, and return them to their respective neutral positions. Confirm that the bending section angulates smoothly and correctly, that maximum angulation can be achieved, and that the bending section returns to its neutral position. 4 when the up/down and right/left angulation control knobs are turned to their respective neutral positions, confirm that the bending section returns smoothly to an approximately straight position. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned in the direction of the arrow in figure 3.18. Inspection of the right/left angulation mechanism 1 turn the right/left angulation lock all the way in the opposite direction of the ¿f ¿ mark. 2 then turn the right/left angulation control knob in the ¿r ¿ or the ¿ l¿ direction until it stops. 3 confirm that the angle of the bending section is stabilized when the right/left angulation control knob is released. 4 move the right/left angulation lock all the way in the direction of the ¿f ¿ mark. 5 hold near the insertion section 20 cm mark with your one hand, and run the hand to the distal end. 6 confirm that the bending section can be returned to the straight direction." Olympus will continue to monitor field performance for this device.